Event description:
The device was in the automatic mode with a rectal probe to monitor the temperature. The hypo-hyperthermia unit failed to properly monitor the water temperature and caused raised reddened areas in the pattern of the blanket on the body of the pt. The unit was pulled from service per hosp policy and left in the condition as was used. The unit was tested by co when notified the next day. Without changing the settings on the device and taping the probe to the blanket, the unit was tested for proper operation. The device heated the reservoir water to 145 degrees fahrenheit. The temp of the water was determined by scanning the water reservoir with an infrared thermometer. The blanket was also scanned in the same manner and indicated a range of 136 degrees to 140 degrees fahrenheit. The unit continued to heat past the controller set point, continued to heat without the over-temperature light to come on and shut the unit off. This failure indicated that the primary and secondary thermostats did not function properly. The company was notified and a company representative found a defective thermostat, which was replaced. The backup safety thermostat was then recalibrated to specifications and the satisfaction of the company representative.